Event description:
It was reported that a malfunction alarm occurred. Additionally, occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the occlusion. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.